Event description:
It was reported that pump screen became less responsive, requiring multiple presses to move forward. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, was already in process for new device, and no additional information was received regarding further actions or outcome of event.